Manufacturer narrative:
On (B)(6) 2017, the customer reported that the bg level had stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (236-381 mg/dl). The pump supplies were changed. A bolus delivered via the pump and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula. The customer has discussed the event with a healthcare provider who assisted the customer with setting a temporary basal rate.